Event description:
The male patient was brought to the cath lab for a right heart catheterization. While the physician was attempting to gain access to the right brachial vein, a small piece of the tip of the cope mandril wire broke off. Three physicians attempted to retrieve the wire, but were unsuccessful. It was decided that the risk of further attempts at removal were likely not to be successful and there was minuscule risk of leaving the tip in place. The right heart catheterization was not performed.